Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The display screen was found to be blurry. The device's lcd screen was replaced to address the issue.